Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/patient's mother (reporter) contacted lifescan (lfs) alleging that her daughter's onetouch ultralink meter was reading inaccurately erratic. The medical surveillance specialist (mss) spoke with the reporter on (B)(6) 2012, and obtained the following information: the patient tests seven times a day and manages her diabetes with humalog insulin (sliding scale based on food intake and blood glucose reading), via insulin pump. The reporter confirmed and clarified that on (B)(6) 2012, at 2am, her daughter obtained blood glucose readings of "390 and 290mg/dl" with the subject meter, performed less than 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The reporter indicated she typically tests the patient early in the morning. Following the alleged meter issue, the reported indicated she administered insulin (dosage unknown) based on the lower reading of "290mg/dl." The reporter corrected and clarified that her daughter was experiencing a symptom of thirst; however, she indicated it was a typical symptom the patient would experience when her blood glucose reading is elevated. The reporter denied the patient received medical intervention after the allege issue began. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner's booklet) sample site. The patient did not have control solution available. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the alleged issue remains unresolved. There is no evidence, however, that the patient suffered a serious injury because of the alleged issue. The patient's mother clarified that her symptom of thirst correlated with her high reading. There is also no evidence that the patient received medical intervention as a result of the alleged issue.